Event description:
It was reported that the ilet showed cgm signal loss from a dexcom g7 after the sensor was initially disconnected; support guided the user to switch the cgm setting from g6 to g7 and then re-pair the g7 using pairing code 8180, with education provided to allow time for reconnection and to follow up if the issue persisted. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included guided troubleshooting, cgm configuration verification, and bluetooth re-pairing steps. Investigation of this case revealed that the ilet was functioning, and the issue was consistent with cgm connectivity configuration and pairing that required correction. It was concluded, based on previously established findings for similar reports, that the event was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.